Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that a saw blade could not be attached to the universal oscillating attachment as a pin broke off of the attachment. It was reported that surgery was extended by five mins. There was no report of pt injury associated with the event. No add'l clinical info was rec'd prior to this report.